Manufacturer narrative:
After review of the MDR filed, a correction to the event site city was required. The correct event site city should be (B)(6).

Event description:
It was reported that during a preventive maintenance (pm) performed by a getinge service territory manager (stm), the cardiosave intra-aortic balloon pump (iabp) failed the battery runtime test and did not meet the minimum runtime specification. There was no patient involvement and no adverse event reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge stm that discovered the issue, replaced the batteries, completed the pm and performed all calibration, functional and safety tests per factory specifications. The iabp was returned to the customer and cleared for clinical service. The initial reporter named is a getinge employee who has different contact details from that of the event site. Please refer to the following email and phone number as contact information for the initial reporter: (B)(6). The full name of the event site was shortened due to field character limit; the full name is (B)(6).

Event description:
It was reported that during a preventive maintenance (pm) performed by a getinge service territory manager (stm), the cardiosave intra-aortic balloon pump (iabp) failed the battery runtime test and did not meet the minimum runtime specification. There was no patient involvement and no adverse event reported.